Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer changed the infusion set and received a no delivery alarm on the insulin pump. Customer's blood glucose was 17 mmol/l. Customer treated manually with an injection. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm was recurring. Customer stated that the alarm was active on the pump at the time of the call. Customer stated that the insulin did exit the tubing and the pump did not alarm no delivery during manual prime. Customer was advised that the pump was working as designed. Customer mentioned that she had been taken to the hospital because she was experiencing high blood glucose and vomiting. Customer went to the emergency room on (B)(6) 2013 due to high blood glucose and was wearing the pump at the time. Customer stated that the drive support cap is loose. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed.